Event description:
It was reported that noise was observed during vf detection. Lead fracture, insulation damage or lead dislodgement were suspected. It was stated that the patient is a chef and always moves the right arm while working. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.